Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall, patient had high impedances on their lead and was unable to get an MRI. As a result, surgical intervention took place on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.